Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump unusually warm and reservoir had fallen out as well as random no delivery. Customer¿s blood glucose level was unknown. Customer stated that the diminished battery life and display screen scratched and back light was dimmed. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device passed self test, a21 error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert, back light anomaly and device heating up noted. Device received with cracked reservoir tube lip and minor scratches on display window noted. No moisture and burn damage on electronics assembly noted. The test reservoir stay locked in place noted. (B)(4).